Event description:
On (B)(6) 2017, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2017 at about 9:00 am. The reporter claimed the patient obtained blood glucose readings of ¿570, 582 mg/dl and a hi meter message¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages his diabetes with insulin (self-adjuster) and oral medication (metformin). In response to the alleged inaccurate results, the reporter claimed the patient took extra insulin (amount not reported). The reporter claimed that around 1 hour after the alleged issue began, the patient went into ¿insulin shock¿. In response to the symptoms, the reporter claimed the patient attended the emergency room (ER) on (B)(6) 2017 at 10:00 am and was treated with glucose tablets. The reporter claimed the patient¿s blood glucose was measured at ¿56 mg/dl¿ on the ER device at around 10:00 am then ¿89 mg/dl¿ 30 minutes later. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient¿s test strips have been further evaluated by lifescan product analysis with the following findings: the additional tests performed on the test strip vial and the desiccant were to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was also performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.